Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with a compact plus result of 43 at 05:53am. Self-treated by eating. Subsequent same system results were: 412 mg/dl at 06:13 78 mg/dl at 06:15 71 mg/dl at 06:16 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.